Event description:
It was reported that the battery in the patient¿s stimulator failed after only 18 months. A manufacturer representative told the patient that it failed early because they were using it too high. The representative also questioned some of the settings that were set up. The patient had their battery replaced and it was working well at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).